Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the radicular pain is a malpositioned implant. The most probable root cause for the hematoma is the patient's fall.

Event description:
The patient underwent initial left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient complained of radicular leg pain following the procedure. The patient had a fall shortly after the initial procedure and developed a hematoma. The surgeon determined that the cephalad implant may have breached the neuroforamen and was touching the l5 nerve. The surgeon stated that the patient's fall caused the hematoma; the hematoma was not related to the implant or the si joint arthrodesis. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the cephalad implant and aspirated and debrided the hematoma. The patient was hospitalized overnight for the procedure. The status of the patient following the revision procedure is not yet known.